Event description:
A surgeon reported that a memory lens implanted in a pt's left eye in 1999 was diagnosed as having opacified at 2003 vist. Visual acuity reported as 20/30 os. The lens was explanted and replaced 16 days later. Corneal status immediately post op reported as excellent, condition stable. No further info is available at this time.